Manufacturer narrative:
The manufacturer received information in relation to a dreamstation st25 unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. The device was returned as part of recall actions with no initial complaint on the device. During the evaluation of the device at the third-party service center, foam particles are not visible. The device was visually inspected and found corrosion on metallic surfaces. The power connector of the unit is corroded, and the unit cannot be powered on in order to collect the error log/machine hours/error code numbers/software version. The device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.